Manufacturer narrative:
To date, this lead remains surgically abandoned and is not expected for return to boston scientific.

Event description:
Boston scientific received information that this right ventricular lead had become dislodged at some point while the patient had been lost to follow up. This lead was unsuccessfully attempted for re-positioning due to tissue growth at the lead tip. There were no adverse patient effects beyond the surgical intervention.